Manufacturer narrative:
(B)(4). Method: the subject rt266 infant ventilator circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection found no visible damage to the returned breathing circuit. Leak testing confirmed that there was no leak. Conclusion: the reported leak could not be confirmed and there was no fault found with the returned circuit. All rt266 infant ventilator circuits are visually inspected, and pressure and flow tested during production. Those that fail are rejected. The user instructions that accompany the rt266 infant ventilator circuit also state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to the patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that a rt266 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.